Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the ophthalmic suture broke easily and appeared thinner and of lower quality. The procedure was completed on the same day. The patient impact has not been reported.

Manufacturer narrative:
Additional information provided in sections h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report of nylon - suture break easily and seems to be of lower quality; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Complaint data for all manufacturing products is reviewed monthly to monitor for adverse trends. The manufacturer internal reference number is: (B)(4).